Event description:
The event happened in france, outside us. The patient started to use the catheter, but felt like it hurt and quickly stopped, withdrew the catheter. She saw that the tip of the catheter was broken. Patient suffered no physical injury.

Manufacturer narrative:
There are no non-conformities on the lot related to the described issue or complaints about the complaint issue. There are no related ongoing capas. The batch documentation does not indicate any issues with the product. The investigation of the production batch records, and the product itself, did not provide conclusion for root cause. Should additional fact prompt us to alter or supplement any information or conclusions in this report, a follow-up report will be submitted.

Event description:
The event happened in france, outside us. The patient started to use the catheter, but felt like it hurt and quickly stopped, withdrew the catheter. She saw that the tip of the catheter was broken. Patient suffered no physical injury.

Manufacturer narrative:
The investigation of the batch documentation does not indicate any issues with the product. There are no non-conformities on the lot related to the described issue or complaints about the complaint issue. There are no related ongoing capas. The investigation of the actual device led us to believe that the fault had happened at the supplier of the raw catheter. The product was sent to the supplier for further investigation. They traced it to a step in their production process. Since there are vision cameras in place at the station for detection of faulty products, this was concluded to be an isolated incident. Work for improving the tip cutting station is undergoing. This will reduce the risk of excess material following in to the tip shaping station.